Event description:
This report is being cancelled as it is a demo unit not for clinical use and the issue was found during inspection by the ssu.

Manufacturer narrative:
This report is being cancelled as it is a demo unit not for clinical use and the issue was found during inspection by the ssu. Revert all sections to blank : b. Adverse event or product problem: d. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after sales training the demo cardiosave intra-aortic balloon pump (iabp) can not charge and there is no display. There was no patient involvement.